Event description:
Customer reported that the trigger button was not functioning and handpiece could not stop. This is report 1 of 1 for event# (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the trigger button was not functioning properly due to normal wear. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.